Event description:
It was reported that battery indicator on pump increased by 95% in short period of time while pump was charging or had recently been disconnected from charging. There was no reported impact to the customer¿s blood glucose level. Customer received education on normal battery behavior and how battery level can jump, pump was confirmed to be functioning as intended, and caller understood and acknowledged the information provided.